Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that there was a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: no battery life related alarms were observed in the black box or alarm history. The battery compartment contained corrosion and was cracked above the bumper pad. There was no damage found to the returned battery cap. It was able to carefully secure to the pump. The pump powered on with audible and vibratory features. The pump's current draws were measured to be within specifications. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
Follow-up #2 date of submission 12/19/2016.